Manufacturer narrative:
The complaint of set generates unspecified occlusion alarm cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown. Additional information received on 17/06/2026 the date of the reported incident is may 20, 2026. And the customer spoke about another occurrence with the same patient and the same device two days earlier. For event may 20,2026 MFR report #9617594-2026-00674-00 (initial) 9617594-2026-00674-01(supplemental) for event may 18,2026 was covered in this report.

Event description:
The event involved an ext set w/5 gang stopcock, 10 clave which indicated an occlusion and checked the lines and realized that, on the distal end of the patient's central line, at the valve closest to the patient (the valve was integrated into the line), the rubber seal had become lodged and was blocking the flow of fluids. The line had already become blocked in the same way two days earlier, but the nurse had managed to clear it by attaching a syringe¿. There was patient involvement.